Manufacturer narrative:
Device passed displacement test. Pump error 63 was present in the device trace download and pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. Unable to verify audio or absence of alarm due to pump error 63.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer inquired about the audio issue. The audio issue was confirmed. The device alarmed hardware low level failure. The customer¿s blood glucose during the incident was 11.2 mmol/l. The device will be returned for analysis.